Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.211" x 0.662" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tip is typically attributed to the mishandling/misuse, such as excess force applied to an instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the 8mm cadiere forceps jaws broke, and the broken piece was retrieved from the patient during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.